Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary <<it was reported that on (B)(6) 2023, the product in question was used in the surgery via tha for oa. During the surgery, with negative pressure applied, the monomer was poured into the funnel, but was not drawn into the syringe. The surgeon thought about removing the lid of the syringe and place the monomer directly into the syringe, but he didn¿t because there was no guarantee that mixing could be done under negative pressure. The product in question was not used and a new product was opened. The surgery was completed successfully within 30 minutes surgical delay. The product in question has no broken or fallen off hoses or other parts. It was confirmed that the pulling pressure was generated by placing fingers on the hose. The surgeon commented that the draw from the hose to the syringe may not be functioning. No further information is available.>> the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that vmp endurance 80g had hardened cement inside the body of the cement mixer. The retain sample test revealed that the cement mixed and behaved as expected for the product type and met the appropriate control specification. A dimensional for the vmp endurance 80g was not performed as it is not applicable to the complaint condition. A functional test was unable to be performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the vmp endurance 80g was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot there were two nonconformance recorded on this batch that was related to process controls and did not impact on the overall product.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the product in question was used in the surgery via tha for oa. During the surgery, with negative pressure applied, the monomer was poured into the funnel, but was not drawn into the syringe. The product in question was not used and a new product was opened. The surgery was completed successfully within 30 minutes surgical delay. The product in question has no broken or fallen off hoses or other parts. It was confirmed that the pulling pressure was generated by placing fingers on the hose.